Event description:
It was reported that there was a leak from an unspecified location of the homechoice cassette. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to g1: baxter healthcare - singapore 2 woodlands industrial park d singapore 738750 singapore. Should additional relevant information become available, a supplemental report will be submitted.